Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined, as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 03/31/2023 by a sales representative via sems, that an ar-6068-25tl suture lasso tip broke off, just proximal to the bend as the surgeon was trying to pass the lasso through the shoulder capsular tissue. Case involvement, device broke during use.